Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse replaced the dual monopolar foot pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the monopolar energy was firing on its own and staying on without being touched. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the logs and found that the pedals were in the up position. The customer stated that the surgeon did not have any energy, and nothing triggered the pedal in the drawer. The tse had the customer power cycle the integrated electrosurgical unit (iesu), but error m-12 appeared. After, the tse had the customer disconnect the vision side cart (vsc) foot pedals, and iesu powered on without any error. The customer stated that energy was working after that. The tse informed the customer that any laparoscopic instruments which required the pedal could not be used until the pedals in the drawers were reconnected. The procedure was completing as planned with no reported injury.